Event description:
Safety device did not engage on needle of IV catheter. The needle was completely uncovered and I was unable to push catheter off the needle, had to pull needle out and thread catheter in vein by hand and by flushing it. 20ga catheter ICU medical jelco lot #6183168. Manufacturer response for IV catheter, jelco (per site reporter), no response.